Event description:
Patient returned for thr following fracture of the femur after asr.

Manufacturer narrative:
This product is sold under a different part number in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.